Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) line ablation and the patient experienced st segment elevation and a decrease in end-tidal co2. During a pulse field ablation (pfa) procedure a farawave catheter was used. After pre-mapping was done with a non-boston scientific mapping catheter, the first ablation performed was a cti in the right atrium (ra), which constituted an off-label use of the device. Transseptal access was then gained to the left atrium (la) and more pre-mapping was done. The mapping catheter was again exchanged for the farawave catheter to perform pulmonary vein isolation (pvi). During the pvi section of the procedure 3mg of nitroglycerin was administered to the patient. Seventy-four lesions were performed to the right pulmonary veins and fifty-nine were performed to the left pulmonary veins. Pvi was not completed though, as the anesthetist noted a decrease in end-tidal co2 to approximately 20 mmhg. Approximately thirty to thirty-five seconds later an st segment elevation was observed by the physician who initiated a code blue. The last ablation location before the st segment elevation occurred was the left atrial wall closer to the left superior pulmonary vein (lspv), which is also an off-label ablation location. A coronary specialist was consulted and coronary angiography was performed, which identified occlusions of the right coronary artery (rca) and left anterior descending (lad) artery. Thrombectomy of the lad was performed. Multiple rounds of cardiopulmonary resuscitation were required before the patient stabilized. It was noted that the patient has a permanent pacemaker (ppm). Following stabilization, a head computed tomography (CT) was ordered, along with an evaluation of neurologic function once the patient was awake and extubated. No clots were observed on the farawave catheter upon examination of it after the procedure. It could not be ruled out that some air had entered the patient from the faradrive sheath, though the physician did not understand how that could have happened given the device was constantly being infused with saline and there was no backflow. The results of the CT scan are not available, but the patient was able to move their left extremities (though not as much as the right extremities). The physician still had concerns the patient had a stroke, which was not confirmed at this time. The patient fully recovered with no neurological deficits. The patient had no prior history of myocardial infarction (mi) or prior pvi. The device is not expected to be returned for analysis due to disposal.